Event description:
The rptr stated the surgeon inserted a silicone three piece lens and a "c" like tear was noted on the lens optic. The lens was removed with no pt injury, no incision enlargement. Another same model lens was implanted and one suture was required to close the incision. The pt is doing very well.